Event description:
Taxus drug eluting stent placed in 2004. Mid diagonal lesion-post dilated with quantum. Maverick to 18 atm - pt discharged on plavix and asa readmitted 2005. Catheterization showed vessel thrombosed. Product=taxus express paclitaxel eluting coronary stent system monorail.